Event description:
It was reported that this right ventricular (rv) lead has had pacing impedance high out of range greater than 3000 ohms for over one year. During an emergent follow-up, it was also observed that the lead exhibited failure to capture and high capture threshold. An x-ray was performed, however, this did not show an evident fracture of the lead. The physician then decided to perform a lead revision due to the suspicion of a potential lead fracture, in which this lead was surgically abandoned and a new lead implanted as replacement. The lead remains out of service-implanted. No additional adverse patient effects were reported.